Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #31, and 3 weeks after receive load, implant lost its osseointegration. 35 ncm of primary stability was achieved patient had bone type iii.